Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient reported she was on vacation and checked her cgm reading while leaving a building; the value was 121 mg/dl. After walking 200 meters down the road she felt a bit distant in her surroundings and then collapsed a few seconds later, having seizures and biting her tongue. She did not receive any alarm prior. An ambulance took her to a hospital and the first bg reading she can remember being taken was 31 mg/dl. During infusions of glucose she reached 51 mg/dl which was when she received an alarm from the cgm receiver. She was in the ICU for a few hours of monitoring and was given glucose and oxygen. She experienced incipient pneumonia due to aspiration, and unspecified tongue issues due to having bitten her tongue. Th event occurred the day the sensor had been inserted. At the time of contact the patient had recovered from the event. The reported allegation falls within the d zone of the parkes error grid. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The root cause could not be determined. No additional patient or event information is available.